Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump made an unusual noise on two occasions. He stated that the first time was when entering the carbohydrates values into the bolus wizard and the second time when filling the reservoir tube. Customer stated that both times the piston fell back and the insulin pump did not administer and did not alarm. Customer stated that as third option a rewind tests was performed; in which the piston did go forward to meet the reservoir. Customer expressed his concern about issue recurrence. Trouble shooting to check the drive support cap status could not be performed as customer did not have access to the device at the time. No further information has been reported.